Event description:
Approximately 25 months following implant of a second gore tag thoracic endoprothesis, the pt presented with a distal type 1 endoleak and aneurysm enlargement. Another tag device was implanted resolving the endoleak. The pt was fine at the end of the procedure. According to the physician, the distal endoleak was the result of aneurysmal disease progression, not a device issue.